Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited no picture and screen is fuzzy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Date of event is unknown. Additional information will be provided once available. Updated fields: d9, h2, h3, h6, h11. Corrected field: d8. D8 correction: in the initial report, this field should have been marked no information. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.